Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in an inappropriate shock to the patient. The physician was able to produce noise on the electrograms during valsalva manuever. The physician performed an invasive procedure to remove the rate sensing portion of the transvenous defibrillation lead from service and implant a bipolar lead.